Event description:
It was reported that a clearlink system y-type blood/solution set leaked blood from the lower activated valve proximal to the patient. This was observed 7 minutes into the patient transfusion with packed red blood cells (prbcs). There was no obvious damage or crack noted. The transfusion was paused and new tubing applied without further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.